Event description:
It was reported that a balloon rupture occurred. A 6mmx2.25mm wolverine coronary cutting balloon was selected for use in the left anterior descending artery. During the procedure, it was noted that the balloon ruptured at 10atm after the third inflation. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).